Event description:
Customer called hologic questioning two sars-cov-2 results from worklist (B)(4) on the panther instrument s/n (B)(4). One of the sample initially tested negative, then tested positive on the second run. One sample tested positive both times. Customer re-ran the samples because of irregular rlu value. Customer used assay master lot 306139.

Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and found no instrument or reagent performance issue. The assay rlu values observed for the controls were as expected in regards to the sample in question. Hologic determined that the result for the sample that tested negative and then positive may be due to low target or sample handling. The other sample that resulted positive both times has no issue.